Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. It was stated that the customer was experiencing unexplained high glucose for more than two months. It was stated that the events leading to his admission was nausea and throwing up. It was stated that the customer had been cannulas, which caused his high glucose. The customer's most recent glucose reading was 130mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.